Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet system, with readings around 300 to 400 mg/dl despite multiple infusion set changes, after which glucose began to decline; the event was handled with user education and troubleshooting. Symptoms included hyperglycemia. Outcomes included no reported injury, no death, and no hospitalization. Investigation included complaint review and user interview. Investigation of this case revealed no confirmed device malfunction and an undetermined cause. It was concluded that the event was related to hyperglycemia with cause unclear and that continued monitoring and standard troubleshooting were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.